Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to inserting the lead into the patient, the helix was tested. When the lead was placed into the patient the helix jumped out after too many turns possibly causing a perforation with pericardial effusion. A pericardial puncture was performed to remove approximately 200 ml of blood. The lead was attempted to be repositioned but the helix would not extend. Another lead was used to complete the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.